Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.

Event description:
Healthcare provided reported a left side capsular contracture baker grade iii/IV. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, h6.

Event description:
Healthcare professional later reported left side rupture found during explant surgery. Device has been explanted.

Event description:
Healthcare provided reported, a left side capsular contracture, baker grade iii/IV. Healthcare professional, later reported, left side rupture. Found, during explant surgery. Device has been explanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified, rupture: observed, opening on the device. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Capsular contracture: unable to observe, as it is a medical event. That is not related to the device. No additional observations. No further actions are required, since no issue in the manufacturing of the device is observed.